Manufacturer narrative:
Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital policy. Should additional information become available in the future it will be reported in a supplemental report.

Event description:
The patient underwent revision hip surgery for a dislocated hip. The doctor changed the liner and the femoral head.